Event description:
It was reported that a pump malfunction occurred after the customer accidentally dropped and damaged it with a lawnmower. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions on how to reset the malfunction code. The customer reverted to an alternate method of insulin therapy.